Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was confirmed by medical review. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: the event description states, ¿¿ revision surgery due to loosening cup ¿ cause not identified ¿ femoral stem well-seated ¿¿. X-ray printouts available for review include an undated ap of the pelvis labeled ¿pre-op primary¿, which demonstrates advanced osteoarthritis of the right hip. Another undated ap of the pelvis, labeled ¿post-operative primary¿, demonstrates an uncemented right total hip arthroplasty with no screws in the acetabulum. The hip is reduced, the components are in nominal position, and two millimeters of radiolucency is noted in zone iii of the acetabulum. Another undated ap of the pelvis, labeled ¿pre-op revision¿, shows no change in the stem, however the acetabulum has migrated to a horizontal position surrounded by two millimeters of lucency in all three zones. Another undated ap of the pelvis, labeled ¿post-operative revision¿, demonstrates the stem to be unchanged, however a larger cup with two screws visible is reduced and in nominal position. There is no examination of explanted components. Possible under sizing or lack of augmenting acetabular screws and good initial bony contact in acetabular zone iii are all associated with increased failure of uncemented acetabular components. They may have contributed to this clinical event. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient underwent right tha (B)(6) 2014. On (B)(6) 2018, she underwent revision surgery due to loosening; cup and liner replaced. Update 03/april/2019: "... The cause of loosening was not identified. According to the patient, no slips, trips, trauma, injuries, falls, or constitutional symptoms occurred prior to the nonspecific painful hip. Per radiographic review, there was evidence of migration of the acetabular component to a more horizontal position when compared to prior films. At that time the femoral stem was well-seated within the intramedullary canal without of evidence of subsidence or migration of the stem".

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient underwent right tha (B)(6) 2014. On (B)(6) 2018, she underwent revision surgery due to loosening; cup and liner replaced. Update 03/april/2019: "... The cause of loosening was not identified. According to the patient, no slips, trips, trauma, injuries, falls, or constitutional symptoms occurred prior to the nonspecific painful hip. Per radiographic review, there was evidence of migration of the acetabular component to a more horizontal position when compared to prior films. At that time the femoral stem was well-seated within the intramedullary canal without of evidence of subsidence or migration of the stem".